Event description:
The customer reported that "before using the implant for a surgery, it was observed that there was a small hole in the tyvek. The product was not used for the surgery as there was a doubt on the sterility of the product.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.